Event description:
Related manufacturer report number: 2017865-2023-05313. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing due to noise. The right ventricular lead was also noted to have increased capture threshold and r-wave amplitude variation. Both leads was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of over-sensing noise was not confirmed. As received, only a partial lead was returned in three pieces for analysis. Visual inspection found the lead insulations damaged at multiple locations, and x-ray examination found the over-torqued inner coil, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.